Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, haptic of micl didn`t appear right to surgeon during insertion so she decided to intraoperative exchange the lens. No reported incision enlargement or any other tissue damage. According to report, dated on (B)(6) 2015, only cartridge had a patient contact not the lens and the cause of the event was unknown. The same report stated that there was no patient injury and that another lens was implanted as a backup. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon attempted to insert a 13.2mm micl13.2 implantable collamer lens but the surgeon noted, under the microscope, one of the haptics did not look right. The surgeon was not sure if the lens had torn, so decided not to use the lens. There was patient contact with the cartridge tip but no contact with the lens. There was no patient injury. The backup lens was implanted with no problem.

Manufacturer narrative:
(B)(4). Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: results - visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4)